Event description:
It was reported that the patient presented with preoperative diagnosis of spinal instability, pars articularis defect at l5 bilaterally, spina bifida occulta l5, and hyperlordosis lumbosacral junction. Per the medical records, the patient underwent gill procedure l5 with foraminotomy l4-5, l5-s1; discectomy l5-s1, tlif l5-s1 using 10 x 22 mm cage using infuse allograft and local autograft. L4 to s1 peek instrumentation with posterolateral arthrodesis l4 to s1. Intraoperative biplanar fluoroscopy, intraoperative emg, somatosensory evoked potentials and motor evoked potentials; morselized allograft with bone graft strip and infuse rhbmp-2 and local autograft. Per op notes, the vertebrae of l5 and s1 were placed in slight distraction with a laminar spreader and then once the discectomy had been completed and the cartilaginous endplates of l5 and s1 removed and the bone decorticated, then a piece of bone and infuse were placed into the interspace and a 10 x 22 mm cage was obliquely placed into the interspace of l5-s1 via a tlif left-sided approach. The remaining portion of the infuse, which had been used to pack the cage and remaining portion of the allograft and autograft were mixed and then used to place over the transverse process and sacral ala extending from l4 through s1 over the decorticated bone. Intraoperative biplanar fluoroscopy was used throughout the procedure. No patient complications were noted.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.